Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. The diameter of the aortic annulus was measured at 28.9mm and the perimeter of the aortic annulus was measured at 90.8mm. The patient was noted to have a horizontal aorta. The mean gradient was 12mmhg. The device was partially re-sheathed once during the procedure. The device was successfully implanted. On the same day, the patient went into complete heart block. The following day a permanent pacemaker was implanted in the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Corrected fields: b5 - describe event or problem d6a - implant date: corrected to 08 january 2024 from 08 february 2024

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. The diameter of the aortic annulus was measured at 28.9mm and the perimeter of the aortic annulus was measured at 90.8mm. The patient was noted to have a horizontal aorta. The mean gradient was 12mmhg. The device was partially re-sheathed once during the procedure. The device was successfully implanted at a depth of 5mm for the non-coronary cusp and left coronary cusp. On the same day, the patient went into complete heart block. The following day, on(B)(6)2024, a permanent pacemaker was implanted in the patient. The patient status was stable.

Manufacturer narrative:
An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had baseline rhythm of atrial fibrillation, history of right bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the physician thinks the valve implantation caused the heart block. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that a combination of patient condition and procedural conditions contributed to the event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.